Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the hospital with sepsis and respiratory failure and had the entire system (device and two leads) removed due to sepsis advancing to pericarditis. The patient's condition did not improve after device removal and the patient expired 6 days later. No allegations have been made against the device or leads.